Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error. The customer's blood glucose reading was 229 mg/dl at the time of incident. Troubleshooting found that the cannula was split and shredded.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.